Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. According to the angio-seal IFU (instructions for use), the safety and effectiveness of the angio-seal has not been established in patients with clinically significant peripheral vascular disease. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was selected for use post percutaneous coronary angioplasty in the left leg. The puncture was in the right femoral artery and a pre-deployment angiogram was not performed. During the procedure, 2 terumo sheaths were used and the first one had to be exchanged due to thrombus formation inside the sheath. The patient experienced pain during the sheath exchange, and the sheath exchange was difficult to accomplish. The angio-seal was deployed and hemostasis achieved. Twenty four hours later, a retroperitoneal hematoma was diagnosed by an ultrasound. The patient was taken to surgery and the angio-seal was removed. The patient is now reported to be fine and was discharged from the hospital. It is possible that there was a second puncture in the artery and a rupture of the vessel.